Event description:
The user received questionable results for three patient samples. Of the data provided, the following results were discrepant. Patient sample 1 initial sodium result was 119 mmol/l and the repeat result on another cobas c501 analyzer was 129 mmol/l. Patient sample 2 initial creatinine result was 0.06 mg/dl with a data flag. The repeat result on the same analyzer was 1.00 mg/dl and the repeat result on another cobas c501 analyzer was 0.98 mg/dl. Patient sample 3 initial sodium result was 172 mmol/l with a data flag and the repeat result on another cobas c501 analyzer was 135 mmol/l. The initial potassium result was 4.55 mmol/l and the repeat result on another cobas c501 analyzer was 3.60 mmol/l. The erroneous results were not reported outside the laboratory and the patients were not adversely affected. The sodium and potassium electrode lot numbers were not provided. The creatinine reagent lot number was not provided. The field service representative determined there as a defective sample probe and there was a problem with the sample material integrity environment. The user replaced the sample probe and verified the analyzer operation by running calibration, quality control and precision testing. The results were within the user's expectations and within specifications.